Event description:
It was reported that the patient presented to the hospital for a follow-up on 3 jun 2022. Upon examination of the implantable cardioverter defibrillator (ICD), it was noted that there was post sensed t-wave oversensing on the ventricular channel. The patient did not receive any therapy during the oversensing. The programming changes were performed to the ICD. There were no adverse consequences to the patient.